Manufacturer narrative:
(B)(4).

Event description:
The patient remained stable and discharged home.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported esophageal fistula remains unknown. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Event description:
One month following a pulmonary vein isolation ablation procedure, an esophageal fistula was diagnosed. A successful ablation procedure was completed on (B)(6) 2015 with the patient being discharged home. One month following the procedure, the patient presented to the hospital with nausea and mental status changes. The patient was diagnosed with an atrial esophageal fistula with surgical repair being completed 4 days later with mental status improvement. There were no performance issues with any sjm device used during the ablation procedure.